Event description:
It was reported that the patient underwent a replacement surgery due to a cylinder of his inflatable penile prosthesis (ipp) broke. A new ipp was implanted. There were no adverse patient effects in relation to this event. No more information is available at the moment, additional information will be provided as it becomes available.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder due to sharp instrument damage consistent with explant damage. The other cylinder performed within specifications. The pump was functionally tested twice. The deflation test results were out of specification, it took greater than 14 seconds to deflate from 20 psi to 4 psi. The specification is 14 seconds or less.

Event description:
It was reported that the patient underwent a replacement surgery due to a cylinder of his inflatable penile prosthesis (ipp) broke. A new ipp was implanted. There were no adverse patient effects in relation to this event. No more information is available at the moment, additional information will be provided as it becomes available.